Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for needle separation with the incident lot was observed. Bd was unable to determine the root cause of the indicated failure mode was as the photo provided does not allow for an opportunity to perform a thorough investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set non patient needle separated from the holder. The following information was provided by the initial reporter: "material no. 367326 batch no. 0337059 it was reported that the needle shot out of the wingset. Per email: today (B)(6) 2021 I was drawing a patient as I went to end the draw and safety my needle. The needle shot out of the end and I was left holding the wing of the butterfly while the needle fell to the floor. No one was hurt or stuck. I took a picture of the butterfly and attached it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set non patient needle separated from the holder. The following information was provided by the initial reporter: "material no. 367326, batch no. 0337059. It was reported that the needle shot out of the wingset. Per email: today (B)(6) 2021 I was drawing a patient as I went to end the draw and safety my needle. The needle shot out of the end and I was left holding the wing of the butterfly while the needle fell to the floor. No one was hurt or stuck. I took a picture of the butterfly and attached it."